Manufacturer narrative:
H3/h6: sixteen loose spheres were returned and analyzed. Analysis found that all spheres had a worn, uneven reflective surface. A high geometry error was displayed when attached to a known good probe. Codes b01, c06, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the disposable passive marker were not recognized. The product was changed to another product to complete the case. There was no impact on patient outcome.